Manufacturer narrative:
Device evaluated by manufacturer. The device was visually examined for any shaft damage. Visual examination noticed that there was shaft damage in the form of buckling/kinks located 1.5cm proximally to 11cm from the tip. Visual examination noticed that the infusion line had burst proximal the buckling/kinks. The location of the burst infusion line was approximately 12cm to 13.5cm from the tip. The device was set-up and functionally tested per the directions for use and the device functioned as designed except for the leaking at the burst infusion line. The rex functioned was as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the infusion line bubbled and was unable to be further used. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the outer casing of the catheter became bubbled and was unable to be used. There was no harm to the patient and no complications were reported.